Event description:
It was reported by the manufacturer's representative that the remote transmission report noted greater than thirty two thousand high impedance counts, atrial high rate episodes show noise on the electrogram and atrial sensing assurance is showing a wide range of amplitude measurements. The lead remains in use, no programming changes were taken and the lead will be reevaluated in a few months. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the manufacturer's representative that the remote transmission report noted greater than thirty two thousand high impedance counts, atrial high rate episodes show noise on the electrogram and atrial sensing assurance is showing a wide range of amplitude measurements. The lead remains in use, no programming changes were taken and the lead will be reevaluated in a few months. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information received reported high thresholds. The lead was removed and replaced. No patient complications have been reported as a result of this event. (B)(4).

Manufacturer narrative:
Product event summary: (B)(4) the full lead was returned in segments and analyzed. Analysis revealed the distal conductor was fractured. It was noted there was a white substance and a cosmetic depression of the outer insulation and there was blood on the distal conductor (not obstructed).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the manufacturer's representative that the remote transmission report noted greater than thirty two thousand high impedance counts, atrial high rate episodes show noise on the electrogram and atrial sensing assurance is showing a wide range of amplitude measurements. The lead remains in use, no programming changes were taken and the lead will be reevaluated in a few months. No patient complications have been reported as a result of this event. Additional information received reported high thresholds. The lead was removed and replaced. No patient complications have been reported as a result of this event.